Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting a check vent alarm for proximal auto zero failure, code 110b. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the flow sensor was just replaced a week ago. The customer verified good pin alignment between the autozero solenoids and the data acquisition (da) printed circuit board assembly (pcba). The rse advised to replace the flow sensor since the solenoids 3&4 are provided and installed in the new flow sensor. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.